Event description:
Physician reported that, after discharge from the hospital, a patient experienced upper body rash spreading from the surgical wound site. The physician believes the rash may have been caused by the use of either isept-500-int or isept-150-int during the procedure.

Event description:
Physician reported that, after discharge from the hospital, a patient experienced upper body rash spreading from the surgical wound site. The physician believes the rash may have been caused by the use of either isept-450-USA or isept-150-USA during the procedure.

Manufacturer narrative:
Through additional efforts, no additional information has been made available regarding the reported event or identification of the specific product/lot number to allow further investigation. This report is based upon information provided to the manufacturer. Blank fields indicate that the information was not provided by physician reporting the event, was not available, or was not applicable. This report does not constitute an admission to or conclusion by FDA, the manufacturer, or its employees or agents that the device, the manufacturer, or its employees or agents caused, contributed in any way to, or any way is connected with the event(s) described in this report. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.